Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection, it was noted that the anchor had come off of the device within the packaging. The most likely cause for the reported failure can be attributed to environmental due to damage incurred during shipping.

Event description:
On 7/21/2022, it was reported by an arthrex employee via email that an ar-1319ft mini corkscrew anchor had come off and could not be used. Another one was opened, from the same lot number, and the same thing happened. This was discovered upon opening package during a procedure on (B)(6) 2022. Additional information received on 7/22/2022: this was discovered during a pre-operative check so nothing broke inside the patient.